Manufacturer narrative:
B4: (B)(6) 2021. Additional information was received indicating that the reported issue was discovered when a pre-use check was performed on the unit in a hospital¿s medical engineering's room. The testing is unrelated to set up for patient use. Based on this information, it has been concluded that this is not a reportable event. The device was not in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer (se) was unable to duplicate the reported issue. Since the event log revealed the occurrence of "check vent: backup alarm failed," the se replaced the cpu pcba to resolve the reported issue. Unit passed required performance verification tests per philips standards.

Event description:
It was reported to philips by a customer that the unit backup alarm failed. Based upon the information provided, the device was not in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips international service engineer. This was reported by a hospital when the unit was performed pre-use check in a hospital's me room. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.